Event description:
It was reported there was a "red alert" for a lead integrity issue transmitted (oversensing and noise) at 7:09am on (B) (6) 2010. The nurse called the patient's home within 30 minutes and was told the patient had died. The 3 non sustained tachycardias had occurred between 7:07 and 7:08 and all had short intervals (noise - sic 49). Lead impedance was noted to be okay. Patient had a follow up appointment scheduled with the physician the following day. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Event description:
It was reported there was a "red alert" for a lead integrity issue transmitted (oversensing and noise) at 7:09am on (B) (6) 2010. The nurse called the patient's home within 30 minutes and was told the patient had died. The 3 non sustained tachycardias had occurred between 7:07 and 7:08 and all had short intervals (noise - sic 49). Lead impedance was noted to be okay. Patient had a follow up appointment scheduled with the physician the following day. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related. Follow up revealed the patient's wife reported the patient had died from congestive heart failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4)